Event description:
It was reported that difficulty was encountered inserting the iab over the spring wire guide. The catheter and wire guide were removed together without any complications. A second guide wire and catheter were placed successfully.